Event description:
The patient implanted for spinal pain reported a loss of stimulation. The implantable neurostimulator (ins) did not seem to be working. He was unable to feel stimulation. He was able to connect and recharge the ins, but after pressing the stimulation on button he would not feel stimulation. Troubleshooting was not possible due to lack of access to the product. The patient claimed he never received a patient programmer (pp). The patient was redirected to his healthcare provider (hcp). The event date was noted to be (B)(6) 2016. Additional information received from the patient the following day reported that he was not feeling stimulation and he didn't think therapy had been working for the last 3-4 days. He did not have his pp when he called originally. It was noted that he had a fall 2 weeks ago. The patient was advised to use his pp and it showed group a at 5.50 volts. Therapy was on and he increased to 6.30 volts and was then feeling it. The patient was redirected to his hcp again. The fall was reported to have occurred in (B)(6) 2016 and the lack of stimulation sensation occurred in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the loss of stimulation sensation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.